Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 17-jun-2024. The device evaluation was completed on 12-jul-2024. The device was returned to biosense webster (bwi) for evaluation. A visual inspection of the returned device were performed following bwi procedures. Visual analysis revealed a separation between pebax and electrode section and a reddish material inside of it. A manufacturing record evaluation was performed for the finished device, and no internal actions was found during the review. The issue reported by the customer was confirmed. The potential cause of the pebax separation cannot be conclusively determined. The instructions for use (IFU) states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. An internal corrective action has been opened to further investigate the force sensor sleeve insolation to prevent fluids to get inside into the device. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) procedure with a thermocool smarttouch sf for which biosense webster¿s product analysis lab (pal) identified a separation between the pebax and electrode section. There was blood on the tip of the thermocool smarttouch sf catheter upon inspection. When the catheter was replaced, the issue was resolved. No patient consequence was reported. Additional information was received. There was no difficulty experienced while maneuvering the catheter or during the withdrawal. No physical damage was seen on the catheter pebax. Physician tried to wipe off the blood and realized it was inside the tip. It was blood inside, no clot. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 12-jul-2024 observed a separation between the pebax and electrode section and reddish material inside of it. The event was originally considered non-reportable, however, bwi became aware of a separation between the pebax and electrode section on 12-jul-2024 and have assessed this returned condition as reportable.